Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed the delivery accuracy test at 0.08640 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 300 mg/dl at time of incident and current blood glucose was 214 mg/dl. The customer¿s blood glucose level was in range of 300 to 400 mg/dl. The customer was treated with syringe. The customer had symptoms such as thirsty. The customer reported that they had performed high pressure test and received motor error. The customer alleges pump was under delivering as they had high blood glucose and no drops coming out during delivering bolus just 2 drops for 4 units of insulin. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.